Event description:
An infusion pump with an 813:01 failure code that was found during biomed testing. The biomed stated that there was no report of patient injury or medical intervention resulting from this failure, and this failure did not occur during patient use. Information was requested by baxter's customer service regarding pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.